Manufacturer narrative:
The reported events of elevated thresholds were not confirmed. The reported events of "lead appears to be twisted in a spiral pattern¿ and ¿lead damage during removal¿ were confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient was presented clinic. It was discovered that there was inadequate capture present in the lead. The physician opted to replace the lead, a new lead was successfully implanted. During the explant, the physician noted that the lead was twisted and that there was lead damage during the removal. There were no patient consequences.

Manufacturer narrative:
Correction: h6 codes updated.